Event description:
Customer reportedly received results of 204mg/dl and 110mg/dl within 10 minutes on the compact system. The customer did not provide the location where the discrepant results were obtained or how long the discrepant results have been occurring. No action was taken based on device results. No adverse event reported. L1 control was run and in range. Requested return of suspect device and replacement was sent. Accu-check compact system: meter, test drum lot number 20655842, expiration date 06/30/2008.

Manufacturer narrative:
The suspect product is the compact test drum.